Event description:
Boston scientific received information that this system was exhibiting loss of capture and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel through the device and the pacing system analyzer (psa). A revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.